Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with an scs system. However, three days later the patient was unable to move his legs. The patient's system was explanted. The patient has recovered and is resolved.